Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite extension set was damaged. The following information was provided by the initial reporter: my customer has been having issues with bifuse & trifuse extension sets. They are experiencing that the device is breaking when it is connected/disconnected from the IV tubing. Additionally, the blue seal is dropping and remains stuck in the down position. They do not have lot numbers. Additional information received from the customer: can you please provide an exact date of event in format dd-mmm-yyyy? (B)(6) 2026 describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm. Product was broken and needed new product. Slowed throughput in the unit. They are experiencing that the device is breaking when it is connected/disconnected from the IV tubing. Additionally, the blue seal is dropping and remains stuck in the down position.